Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4): analysis of the device revealed normal battery depletion. It was reported by the analyst that the battery is depleted due to the excessive cumulative charge time of over 1600 seconds, resulting in multiple power-on resets. Performance data collected from the device was analyzed and there was found to have been issues with the power-on-reset parameters. There was a power-on-reset for the dvdd supply 1354 self supply on (B)(4) 2011. There was a charge time charge circuit problem with the tachy portion. Patient alerts occurred on (B)(4) 2011 for a device circuit error and a charge circuit timeout.

Event description:
It was reported that upon interrogation of the device, an alert tone was heard. Telemetry was lost and it was determined that the device had reset at the time of interrogation. It was attempted to charge the device but charge circuit time out occurred. The device replacement was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation of the device, an alert tone was heard. Telemetry was lost and it was determined that the device had reset at the time of interrogation. It was attempted to charge the device but charge circuit time out occurred. It was further reported that the device has been removed and replaced due to premature battery depletion. It was also reported that the device had gone to elective-replacement-indicator status and could not be interrogated. No patient complications have been reported as a result of this event.